Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and insulin pump had keypad anomaly and premature discharge of battery. The customer¿s blood glucose level was 50 mg/dl. Troubleshooting was performed and was found out that the time advances. Both alarms were not resolved. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, self test, and measure the operating currents or verify a21 error alarm and unresponsive buttons due to blank display. Also received with moisture damage on the motor, and vibrator assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.